Event description:
It was reported that following a fall the patient experienced a lead fracture. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the leads and ipg were explanted and replaced to address the issue. It is unknown which lead was fractured.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005200.